Event description:
Patient said that their 5th implant had gotten infected so they had to take the 5th implant out and then put in their current 6th implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that  the or had managed to get the wounds dirty before they sealed it off so they had 2 pus pockets. The patient stated they had to take the implant out under emergency surgery on monday night.  The patient asked what to do with the external devices. The agent reviewed the information. Additional information was received on 2024-jul-24. It was reported that the patients system was removed on (B)(6) 2024 due to a raging infection. The patient said that it was due to a breach in the sterility of the operating room and that the personnel doing the procedure was not able to read in their chart that they had a latex allergy.